Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, g2, h6

Event description:
Healthcare professional reported, right side rupture and textured to smooth exchange. Device remains implanted. Patient representative, later reported, pain and discomfort.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and textured to smooth exchange. Patient representative later reported pain and discomfort. Healthcare professional additionally reported capsular contracture baker grade IV. Patient undergone complete capsulectomy. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d9, e1, g2, h4, h6